Event description:
It was reported that there was a warning for low impedance and a possible insulation breach on the ventricular lead. The polarity was changed to unipolar and the pacemaker continued to operate within normal limits. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable pacemaker (B)(6) 2007. (B)(4).